Event description:
It was reported that the cartridge was damaged at the patient line, interrupting insulin delivery. Customer's blood glucose level was in the 200's mg/dl. Reportedly, a new cartridge was loaded to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.